Event description:
It was reported that a large volume infusor leaked. This was observed during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter last name: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to e1 state, h3, h4, h6 and h10. Correction to d4: lot #. E1 state: h10: the actual device was received for evaluation. A visual inspection was performed using the naked eye noted a segment on the tubing line was malformed. When the sample was leak tested, evidence of leak was observed coming out at the malformed part of the tubing line. The most probable cause of the malformed line is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.